Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower device was on critical override and disconnected mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower device was on critical override and disconnected mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that station was in critical override and disconnected mode. A technical support specialist dialed into the station and confirmed the critical override error. The specialist attempted to access the application server but found the account locked, then contacted the customer and coordinated with the information technology department to unlock the server account. While waiting for confirmation, the device automatically resolved the disconnected message, and the customer removed the station from critical override. The customer monitored the station and confirmed no further issues, requesting case closure. The system functioned after the issue got resolved.